Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to inadequate vaulting. The icl was exchanged for a longer lens.

Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4) (inadequate) - (B)(4).